Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood intake and insulin history is as follows: see scanned table. She also stated that she had ketoacidosis and decided to remove the pod. Upon inspection, she noticed the cannula was bent.